Manufacturer narrative:
Per tandem's t:slim user guide: "do not remove the cartridge during the load process until prompted on the t:slim pump screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Reportedly, the contact presumed that the on-screen instructions were not being followed by the customer. During troubleshooting with tandem technical support the customer was able to load a new cartridge successfully.